Manufacturer narrative:
Batch review performed on 17 octber 2023: lot 2215935: (B)(4) items manufactured and released on 04-aug-2022. Expiration date: 2027-07-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.

Event description:
The patient had a primary hip surgery on (B)(6) 2022. On (B)(6) 2023, the patient came in reporting pain and instability due to a distally potted stem. The surgeon revised the medacta stem and head with competitor implants and revised the medacta liner with a medacta liner. The surgery was completed successfully. Presently, on (B)(6) 2023, the patient came in reporting pain after sustaining a dislocation of the head from the liner and the cause is unknown. The surgeon revised the competitor head and medacta liner and the surgery was completed successfully.